Manufacturer narrative:
Block b3: date of event unknown. Approximated (B)(6) 2023. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7072239; product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7072268; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7086050; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7087035.

Event description:
It was reported that the patient experienced redness at the deep brain stimulation (dbs) implantable pulse generator (ipg) implant site. The ipg implant site was infected, however cultures were not taken to confirm infection. It was noted that the device nor procedure caused the infection per the physicians assessment, however, the cause is unknown. The patient underwent a procedure where the dbs ipg, leads and lead extensions were removed. Physical analysis of the dbs devices was not performed as they were disposed by the facility. The patient was prescribed anti-biotics and did well post-operatively.